Event description:
Pt developed an enlarged area on (r) side of neck when blood pump was increased form 100 ml/min to prescribed blood pump speed of 350 ml/min. Pt had (r) internal jugular doppler studies which were negative. Rij venogram showed extravasation.